Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016, that a customer had an issue with an enteral feeding pump set. The customer reported that prior to use on a patient, the feeding bag had started to leak. No patient harm.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures and quality assurance. One sample was received for evaluation. The sample was functionally tested and leaking was observed on the left side of the bottom part of the bag; the failure mode reported was confirmed. The possible root cause was identified to be the dye used in the sealing process of the bag. It was confirmed that this dye has already been removed from the process. Since the dye identified was already removed from the process the only corrective action required was to issue a quality alert to notify personnel on the production floor. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.